Event description:
Patient spontaneously called to report that she had high pressure on both pumps (serial number not available). Troubleshooting was performed but still had alerts. Patient was instructed to go to the hospital. Patient reported that she did go the emergency room. Pump issues did occur while in use with a pt. Pump issues did not add to clinical or physical injury. Pumps are available to be returned for investigation. We did not replace the pumps. Reported to (B)(6) by pt/caregiver. Dose or amount: 20ng/kg/min; route: IV; dates of use: from (B)(6) 2017 to current; diagnosis or reason for use: pah.